Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select meter read inaccurately low in comparison to results obtained on a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that "six months ago" he obtained a result of "1411mg/dl" on the subject meter, which he felt was inaccurately low in comparison to a result of "180mg/dl" obtained on a lab device, with the two tests being performed within 10 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan's criteria for accuracy. It is unknown what medication, if any, the patient takes to manage his diabetes but he stated that he continued to follow his usual diabetes management routine in response to the alleged issue. The patient reported that "six months ago" after the alleged inaccuracy, he developed a symptom of"effect eyes" and that he visited a doctor's office where he received advice from a healthcare professional about insulin treatment. The patient reported that on (B)(6) 2015 at 11:00am he obtained a blood glucose reading of "180mg/dl" on a hospital meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient followed the correct testing procedure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient described developing symptoms that meet lifescan's criteria for a serious hyperglycemic event, after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.